Event description:
It was reported that an altitude alarm was declared by the pump. There was no adverse impact to the customer's blood glucose level. The customer received tips for preventing altitude alarms, acknowledged the guidance, and was able to resume insulin delivery using the original cartridge.